Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, with a noted aortic root angle of 75 degrees, the valve moved into the left ventricle upon release from the delivery catheter system (dcs). It was reported that the outflow portion of the valve stopped in the aortic root and paravalvular leak (pvl) was noted. The patient was reported to be stable. An attempt was made to raise the valve up using a balloon aortic valvuloplasty (bav) balloon but was unsuccessful. A decision was made to convert to an open surgical procedure and cardiopulmonary bypass (cpb) was initiated. The valve was explanted and replaced with a surgical valve. No adverse patient effects were reported.